Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 420 mg/dl. Customer could not troubleshoot with tandem technical support. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue. The customer reverted to manual injections for insulin therapy.